Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she did not believe the insulin pump was delivering insulin. Blood glucose level at the time of the incident was over 400 mg/dl. During troubleshooting, the customer confirmed that the drive support cap was flush. Customer stated that the insulin pump sometimes falls from her waistband. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.